Event description:
Procedure performed: coelioscopie / laparoscopy. Event description: [translation] when the first single-use retractable-blade trocar was inserted, the blade appeared to have come out of the trocar sheath on entering the peritoneum, resulting in a wound on the small intestine at the camera entrance. Patient's present condition: immediate laparotomy for digestive suture and abdominal lavage. Antibiotic prophylaxis in principle. Actions taken in the care facility to manage the patient: trocar washed. Equipment kept if requested by lab. Information received from applied medical representative via email (B)(6) 2023: the patient¿s status of health is good. He stayed longer at the hospital than planned but now it is ok. Intervention: immediate laparotomy for digestive suture and abdominal lavage. Antibiotic prophylaxis in principle. Patient status: the patient¿s status of health is good. He stayed longer at the hospital than planned but now it is ok.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: coelioscopie/laparoscopy. Event description: [translation] when the first single-use retractable-blade trocar was inserted, the blade appeared to have come out of the trocar sheath on entering the peritoneum, resulting in a wound on the small intestine at the camera entrance. Patient's present condition: immediate laparotomy for digestive suture and abdominal lavage. Antibiotic prophylaxis in principle. Actions taken in the care facility to manage the patient: trocar washed. Equipment kept if requested by lab. Information received from applied medical representative via email 24jul23: the patient¿s status of health is good. He stayed longer at the hospital than planned but now it is ok. Intervention: immediate laparotomy for digestive suture and abdominal lavage. Antibiotic prophylaxis in principle. Patient status: the patient¿s status of health is good. He stayed longer at the hospital than planned but now it is ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as no damages or non-conformances were observed. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.